Manufacturer narrative:
Device data was reviewed by ts. Prior to (B)(6) 2016, there were events stored showing some double detection and evidence of crosstalk (ventricular activity on the atrial channel), suggesting possible rv lead migration. These episodes began in early-(B)(6) 2016. On (B)(6) (date of death), there was 1 vf event stored and 2 atrial tachy response (atr) events. The vf event began at 10:59 am and showed an atrial tachycardia with the rv electrogram counting the intrinsic atrial and ventricular activity. The atrial tachycardia and subsequent rv double counting was sustained for a long enough period of time that vf was declared and quick convert anti-tachycardia pacing (atp) was delivered. This changed rv sensing sufficiently for the shock to be initially diverted but the atrial crosstalk quickly returned. Vf was declared again, duration ended and the device charged. This charge was committed because of 2 divert-reconfirms in a row. During device charge, sensing in the rv showed intervals slower than vt/vf such that 6/10 fast intervals would not have been maintained. At charge end, a 41 j shock was delivered. The rv egm became very flat following the shock, potentially indicating further lead dislodgment. The shock channel showed what appeared to be a wide-complex tachycardia that was not detected by the device. The lv channel was also not detecting all complexes. The 2 final atr events at 21:19 and 21:27 showed a jagged signal on the atrial channel, presumably the transthoracic impedance signal for the respiratory rate trend, and only bi-ventricular pacing. No intrinsic atrial or ventricular activity was seen. In summary, atrial crosstalk with quick convert atp, shock diversion followed by a committed shock induced the patient into a wide-complex rhythm that was not detected due to potential rv lead dislodgement. The lead was not returned to boston scientific. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on august 11, 2016 to report that this patient died on (B)(6) 2016. The local representative reported that the device was interrogated and there was one episode stored on (B)(6) 2016. Ts discussed that there appears to have been t-wave oversensing resulting in shock delivery. Following further consultant with another ts representative, the local representative was informed of possible sensing of long qrs complex (sense in rv then lv). The local representative mentioned that there were multiple non-sustained events stored on (b)(6 2016. The non-sustained episodes appeared to be due to atrial crosstalk. The local representative contacted ts again to discuss the possibility of rv lead dislodgement. The r-waves on (B)(6) were 11.0 mv. On (B)(6), the r-wave amplitude had decreased to 0.4 mv. The local representative was planning to send stored data to ts for further analysis.